Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment , a computed tomography scan showed chronic occlusion of the ivc and iliac veins at the level of the ivc filter and the presence of the ivc filter, the CT also showed that stable occlusion of the inferior vena cava below the level of filter with multiple venous collaterals could be visualized. Approximately four years later CT reveled inferior vena cava filter with superior tip approximately 3.8 cm below the level of renal veins. The main shaft of the filter was within the inferior vena cava lumen, although all of the struts perforate the wall of the inferior vena cava. The superior set of struts was projecting 8 mm beyond the inferior vena cava wall and inferior struts were projecting by 5 mm. Two of the superior struts anteriorly appear to contact the posterior wall of the 3rd portion of the duodenum. Two of the posterior struts posteriorly and one of the inferior struts may contact the anterior margin of l3 vertebral body. Therefore, the investigation is confirmed for occlusion of ivc filter and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. No alleged deficiency with the filter was reported. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced severe pain as a result of recurrent dvt¿s blood clots, a clogged filter, and leg swelling however the current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated, occluded and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.